Event description:
This is filed to report the deployment difficulties, the clip detaching from one leaflet and tissue injury requiring intervention. It was reported that an off-label mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional tricuspid regurgitation (tr). A clip (20224r187) was advanced and became entangled in the chordal structure at the posterior/septal commissure. The clip was unable to be freed and had to be deployed. The clip was able to be deployed successfully on the leaflets. Another clip (20224r186) was placed to further reduce the tr. During the final step of deployment the clip delivery system (cds) was not releasing from the clip. Troubleshooting was performed, the stabilizer was retracted and advanced. There was a slight rotation anterior/posterior of the guide and the gripper lines were removed manually to detach the clip. When the cds was detached from the implanted clip, the septal leaflet was no longer inside the clip arm and a leaflet tear was noted. A third clip (20224r186) was implanted to stabilize the single leaflet device attachment (slda) clip and treat the leaflet tear. Three clips total were implanted, tr remained a grade 4. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported single leaflet device attachment (slda) appears to be due to the troubleshooting maneuvers of the difficult to deploy. The reported off-label use was due to the device being used on a tricuspid valve. The reported tissue injury (leaflet tear) and unchanged tricuspid regurgitation (tr) appear to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported delayed to treatment/therapy and unexpected medical intervention were results of case specific circumstances. The reported off-label use was due to the device being used on a tricuspid valve. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.